Manufacturer narrative:
(B)(4). A visual inspection of the returned item found it to exhibit signs of repeated use. It was fractured on the lateral side of the post feature. The anterior of the post feature was also fractured off. All pieces were not returned. Review of the device history records found one piece scrapped for common cause / etch defect, which could be related to the reported event. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. The product was discovered fractured in a return set, so the event date is unknown. All pieces have not returned. Attempts have been made and no further information has been provided.